Manufacturer narrative:
Fluctuating blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced fluctuating blood glucose (bg) levels ranging from 40 mg/dl to 400 mg/dl. Reportedly, the pump was not delivering insulin and stated that this was the cause for the low bg level. The user addressed elevated bg level with a bolus and eating raisins for the low bg level. It was reported that sometimes family/friends would deliver the bolus for the user for the elevated bg level. Additionally, it was reported that there was a small dent in the corner of the pump due to the user dropping the pump multiple times. The user was unsure if this impacted their bg level or insulin delivery. It was confirmed that the user had an alternate method of insulin delivery available.